Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needle was expired. The following information was provided by the initial reporter: material no: 320119, batch no: 4188052. It was reported that the product was expired.

Event description:
It was reported that bd ultra fine¿ pen needle was expired. The following information was provided by the initial reporter: material no: 320119 batch no: 4188052 it was reported that the product was expired.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.